Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Pharmacist reported retractile capsulitis following breast neoplasty following lumpectomy and irradiation. The location of the device has not been specified. This record relates to the right side.

Event description:
Pharmacist reported retractile capsulitis following breast neoplasty following lumpectomy and irradiation. The location of the device has not been specified. This record relates to the right side.

Manufacturer narrative:
Additional data: a.2.